Event description:
The following info was reported to davol from our contact in (B)(6) upon review of an article recently published: per journal article (a case of abdominal abscess and ileus due to the intestinal penetration by the ventralex mesh 5 years after abdominal incision hernioplasty) published in japan 76(6), 2014, 665-8, the pt was implanted with a ventralex mesh in (B)(6) 2006 for repair of an incisional hernia. On (B)(6) 2011, the pt presented with abdominal pains and nausea, and a abdominal CT revealed an abdominal abscess and ileus with infection of the mesh, and conservative therapy was performed. The reported stated that the following (B)(6), an abdominal CT found opacity of adipose tissue and ileus around the mesh. Reportedly, the skin, including abscess and umbilici, hypodermis, abdominal abscess, infected mesh and two adhesions in the small intestine were removed as a group and the functional end to end anastomosis was performed in the small intestine. The article indicated that the adhesion and penetration were possibly caused by retraction of the mesh and twist of the mesh due to abdominal wall movement in daily life activities.

Manufacturer narrative:
Based on the limited amount of info available at this time, no definitive conclusions can be made. There was no lot number included in the info provided, therefore a review of the manufacturing records is not possible. Infection and adhesions are listed in the IFU as known possible complications. Doctors reports that the mesh had contracted and twisted contributing to the problem experienced. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.